Manufacturer narrative:
Evaluation summary: the entire undeployed gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned to gore for evaluation, however the guidewire was not returned. A visual inspection of the device showed the olive was damaged with a large gap between the olive and the device. These observations are consistent with the event description of the physician cutting off the leading olive with a scalpel. Further examination of the device showed the lock pin was disengaged from the olive and bent outwards, and the ipsilateral leg was kinked. During the evaluation an attempt was made to insert an amplatz extra stiff, 0.035 guidewire through the leading end of the device, this proved to be unsuccessful due to the leading olive damage. The guidewire was next inserted through the tuohy-borst valve. The guidewire was able to be inserted completely through the catheter with only slight resistance noted when passing through the kink in the device. The guidewire was then removed from the device without resistance. Based on the findings from the evaluation, the reported observation of the catheter remaining ¿stuck as if glued¿ onto the guidewire could not be confirmed. The evaluation confirmed a dislodged and bent lock pin which is consistent with the report of a ruptured dryseal valve. The root cause for the catheter remaining ¿stuck as if glued¿ onto the guidewire and the dislodged, bent lock pin could not be determined with the currently available information. The root cause for the catheter remaining ¿stuck as if glued¿ onto the guidewire and the dislodged, bent lock pin could not be determined with the currently available information.

Manufacturer narrative:
Lot 14793950: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a left iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. According to the report, as the trunk-ipsilateral leg component, was being advanced along the guidewire into an 18 fr gore® dryseal sheath, the sheath valve ruptured (cause unknown). Blood loss of ~750 ml was reported, however, this blood loss did not result in any hemodynamic impairment to the patient or require an intraoperative transfusion of blood products. An attempt was made to remove the trunk-ipsilateral leg component from the guidewire in order to exchange the sheath with a different sheath. However, it was reported the delivery catheter could not be removed from the guidewire. Force was reportedly used in an effort to remove the catheter. This proved unsuccessful, as it was reported the catheter remained ¿stuck as if glued¿ to the guidewire. The physician was reported to have cut the leading olive off the device with a scalpel, resulting in the removal of the device from the guidewire. Reportedly, both the sheath and device were exchanged, and a different endoprosthesis advanced over the guidewire and deployed on the patient¿s right side without any reported issues. Final angiography showed exclusion of the left iliac artery aneurysm and the patient was reported to have tolerated the procedure.